Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that, during a 12-month study follow-up assessment, the surgeon assessed fusion status at all treated spinal levels and noted that some fusion was seen but fusion had not fully occurred at all treated levels. No patient complications have been reported as a result of this event. Additional information was received that there was no confirmed device allegation, this was a reported clinical finding which may be considered normal for the clinical case. Safety has requested additional information that will be provided if the investigator determines an abnormal finding has occurred.